Event description:
It was reported that during a gyn procedure, the blade came off of the device and fell into the pt. It was retrieved. Used a new one to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.